Event description:
It was reported that treatment was performed on a tight focal lesion located in the left main/proximal lad. A 3.5 x 12 mm stent was implanted first in the distal position without complications and then a 3.5 x 18 mm stent was implanted proximal to it. A perforation was identified in the mid to distal left main, extended balloon inflation was performed, which stopped the bleeding. There were no transient symptoms and the pt is reported to be doing well.